Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device. A needle was observed in the jaws of the instrument. The needle was observed to be oriented incorrectly with the loading slots facing the printed side of the instrument rather than the back of the instrument. No witness marks were observed on the beveled wall or the cones of the needle. No functional test could be performed since the needle could not be unloaded from the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a gastric bypass surgery, the instrument showed resistance while loading the black knob. After almost finishing the suture, the needle detached from the device and fell into the patient cavity.